Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly, atrial and ventricular markers shifted to the right. The patient was asymptomatic. The patient was asymptomatic.